Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was hospitalized with diabetic ketoacidosis on (B)(6) 2015. The customer stated that the sensor was reading 180 mg/dl but his blood glucose was actually 365 mg/dl. Customer was released the next day. He also mentioned hi woke up with high blood glucose the day of the call, he treated and was stable.